Event description:
During a routine hemodialysis treatment, the cyclear displayed a blood leak alarm. There wa snot visual evidence of a blood leak as the effluent did not appear pink. Per their policy, facility staff advised to discontinue treatment without rinseback resulting in a 210c blood loss. No medical intervention was required.